Manufacturer narrative:
(B)(4). The ventilator was investigated on site by our field service engineer (fse). It functioned normally and no problem was found. The control printed-circuit (pc) board was exchanged as a preventive action according to service manual, the device logs were downloaded and the ventilator was returned back to service. Investigation of the returned control pc board has been completed. The control pc board contains the breathing software and it is responsible for the ventilators' breathing sub-system. The control pc board was found functioning normally and the reported technical error codes were not reproduced. Evaluation of the received device logs from the time of event confirmed the occurrence of the reported error codes followed by alarms indicating that ventilation had stopped. The logs also showed that the ventilator was restarted, by the user, without generation of the reported errors after the event. Our conclusion is that a problem occurred with the breathing sub-system and appropriate alarms were generated. The problem was rectified by a restart of the ventilator. The true cause for the reported technical error codes has not been determined from this investigation.

Event description:
(B)(4).

Manufacturer narrative:
November 24, 2015 12:36 pm (gmt-5:00) added by (B)(6): further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator generated two technical error codes while connected to a patient and consequently stopped ventilating. One indicating disabled valves and the other a communication failure between the monitoring and breathing sub-systems. There was no patient harm. (B)(4).